Event description:
It was reported that stent damage occurred. The 85% stenosed, eccentric, de novo target lesion with a significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced for treatment but it failed to cross the lesion. However, after removal of the device, it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications reported.